Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Pump successfully downloaded traces and history files using thump. Unit properly connected to the glucose sensor simulator. Lost sensor alarm noted during testing. Unable to calibrate pump with sensor and glucose simulator box. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case. Alleged unexpected suspend [low sg] alarms unable to confirm due to lost sensor alert. Unexpected suspend [low sg] alarm unknown. No communication between pump and transmitter confirmed, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose]. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed. Delivery was suspended based on the sensor glucose value. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.